Manufacturer narrative:
Lens was removed from the eye with no injury/complication for the patient.

Event description:
Lens was explanted when haptic broke during insertion. Patient prognosis is good.